Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges having shortness of breath, sore throat, lung issues. There was no report of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges having shortness of breath, sore throat, lung issues. There was no report of serious or permanent harm or injury. The patient had a CT scan and alleges lung nodules were observed. There was patient harm associated with this event and section b1, b2 and h10 are updated in this report.